Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: the customer reported that the tubing broke, and returned both a photo and one used set of material #20128e lot #20116648. The tubing was clearly broke off and separated at the filter, and the complaint is verified. Visual analysis under the microscope found that the filter connection was fractured and cracked in half. The root cause for the tubing break could not be determined. The customer mentioned the pump in the report, so it should be noted the pump is not considered to be involved in the failure. No other failure modes were observed. A device history record review for model 20128e lot number 20116648 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the 17 inch ext set w/1.2mf & sms tubing broke apart during use, leaking onto the bedding. The following information was provided by the initial reporter: "the nurses are unsure how it broke. I was told they notice the bedding to be wet and found it broken. I don¿t see how the pump would have cause an issue in the line."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 17 inch ext set w/1.2mf & sms tubing broke apart during use, leaking onto the bedding. The following information was provided by the initial reporter: "the nurses are unsure how it broke. I was told they notice the bedding to be wet and found it broken. I don¿t see how the pump would have cause an issue in the line."